Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient had their pump since (B)(6) 2017. In that time the patient has had no improvement in their spasticity and in fact at times felt even more rigidity in the involved leg. Per the reporter the patient¿s physician thought it might be a reaction to too high a dose or the bolus so he and his nurse practitioner reduced the dose resulting in no improvement. They were again slowly increasing the dose again. The patient stated that they didn't seem to have any answers for her. The patient wondered if there were cases where the medication actually makes the spasticity worse. No further complications reported.